Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technicians stated issue of iui female communication failure was confirmed. ¿ on 22-nov-2024, pcu device was received unboxed and with paperwork. ¿ no power to the test fixture attached to the left iui of the pcu unit. ¿ internal inspection revealed the left iui had a damaged pin causing the communication failure. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace the left iui. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had communication failure in iui female (left). There was no patient involvement.

Event description:
It was reported that the device had communication failure in iui female (left). There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.